Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for dialysis related issues, there were no reported allegations that the hospitalization was related to concerns with any fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023 the patient was hospitalized for peritonitis (characterized by abdominal pain). The nurse declined to provide any additional information about the event. However, the nurse indicated the peritonitis was not due to any issues with fresenius products.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event.peritonitis is a well-documented complication in patients undergoing pd therapy. Most often, peritonitis is associated with a breach in aseptic technique during the pd exchange. However, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for dialysis related issues, there were no reported allegations that the hospitalization was related to concerns with any fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023 the patient was hospitalized for peritonitis (characterized by abdominal pain). The nurse declined to provide any additional information about the event. However, the nurse indicated the peritonitis was not due to any issues with fresenius products.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.